Manufacturer narrative:
The device was returned and an investigation was conducted. Visual inspection found no abnormalities. Simulated use testing was conducted for hemolysis and the device operated without any issues. Based on our findings, we feel the root cause was related to the patient's condition.

Manufacturer narrative:
The impella 5.5 was received and an investigation is underway. A supplemental MDR will be filed at the completion of our analysis.

Event description:
The complainant reported a (B)(6) year old male patient enduring suspected hemolysis during impella support. The pump was removed earlier than anticipated, as a result.